Event description:
The lay user/pt called lifescan (lfs) on january 10, 2007, and alleged that his meter was reading inaccurately high. In august of 2006, exact date not known, the pt tested his blood glucose and obtained a result of "300-something" before bed, at 10:30 p.m. The pt reported his blood glucose is normally around 230 mg/dl. He stated that he had eaten a large barbecue meal for dinner that night. He took his regular insulin, which is based on his meter results, but he does not remember the amount he took. He also took his set amount of lantus, amount also unk. At 2;00 a.m, he woke up to use the restroom, and he became confused so he sat down on the floor. He was able to test on his meter and he obtained a result of 39 mg/dl. His wife gave him a peanut butter and jelly. Soon after, his wife tried to talk to him, but he was non-responsive, he then passed out. His wife called the paramedics, who tested his blood glucose and obtained a low result, but he does not recall the reading. He was initially treated with IV glucose for low blood glucose. He was then admitted to the hospital for two days, where his blood glucose level was monitored. The pt's medication regimen was not changed and he has been using the same meter since that time. The testing technique was correct and the technique for cleaning the puncture site was correct. The pt did not have control solution to troubleshoot. This complaint is being reported, although the comparison of meter to normal readings/feelings is anecdotal, the pt did take his insulin based on his blood glucose result and subsequently became hypoglycemic. The pt took insulin based upon a post-prandial blood glucose result, which would be expected to be higher; thus, it is not clear the meter contributed to the hypoglycemic event. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.